Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak could not be assessed on the pre-implant images provided; therefore, the cause of the event could not be confirmed. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that the presence of thrombus along the aorta may have contributed to the reported event, but this could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted during an endovascular procedure for the treatment of a 54mm thoracic aortic aneurysm . It was reported during the index procedure the valiant captivia device was implanted along with a non-mdt device and a type ia endoleak was observed. An extension was added and the type ia endoleak resolved. The patient returned for a follow-up CT on an unknown date and there was a type ia endoleak observed and the non-mdt device had migrated into the aneurysm.  As per the physician the cause cannot be determined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
B5;additional information received : it was confirmed that the device use as an extension to treat the type ia endoleak during the index procedure was a non-medtronic device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.